Event description:
It was reported that the peek interbody device was broke during insertion into the lumbar disc space. Another was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. We are unable to determine cause of the event.